Event description:
The customer reported that the insulin pump alarmed. The caller stated that when she clicks the activate button it did reboot, but after shutting off it turned back on. Troubleshooting was performed, and the drive support cap looks a little crocked like one side is higher that the other, but it was recessed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.